Manufacturer narrative:
The customer reported that the piece that broke off was not the white cannula cap it was a small black piece. Actual device was returned for evaluation. Visual inspection was performed. The device was returned with the cannula cap detached from the cannula tabs. There was a black plastic material returned with the device that does not belong to the device. The instrument was functionally inspected and worked as intended. The device was disassembled and no damages were found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the black piece broke off the handle outside of the patient's body. The procedure was completed with another like a device. No patient consequences were reported.